Event description:
It was reported by the caregiver (cg) that the home patient (hp) had received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) machine during use, patient not connected. The cg stated that the hp set up with new supplies. The technical service representative (tsr) reviewed the alarm log which showed that the se 2240 occurred on the hc. The tsr explained the alarm to the cg. There was no patient injury or adverse event associated with this report. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.